Event description:
Report received of an over-delivery of hydration fluids. The pump was programmed to deliver 1000ml d5ns with 20meq kc1 at 60ml/hour on line a. The pump was started and the nurse left the room. Approximately 20 minutes later, the pump was sounding with an unspecified alarm. The nurse reported that upon entering the room, it was noted that the bag of IV fluid was half empty. The pump was removed from clinical service. There was no adverse effect to the patient. No medical interventions were required.